Event description:
Information was received that while device was in use during a two day unfusion, it alarmed " no pump won't run". Patient went to clinic to troubleshoot device. No patient injury occurred.